Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had excessive no delivery alarm during bolus. Customer's blood glucose was 441 mg/dl. The customer was treated for high blood glucose with insulin pump after changing infusion set. The customer reported the alarm was resolved by an infusion set change. The customer was to call when the alarm occurs in order to troubleshoot. Customer was help to change her max bolus setting.